Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a cuff malfunction and recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No further intervention required.